Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged cable unit could not be determined. It is possible that the cable deteriorated because water internally leaked due to the damaged part of the cable. Additionally, it is possible that the cable damage was caused by mishandling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found endoscopic image could not be displayed due to damage to the cable unit. Water tightness was lost due to damage to the cable unit. The cable unit was swollen. Due to deformation of button, the switches could not be pressed down smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head had no video signal; the screen was black. It was reported that the issue occurred prior to procedure, therefore there was no patient harm.